Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pace impedance measurements in both the unipolar and bipolar configuration were out of range when it comes to this lead during a device follow up. A lead fracture was suspected. But not confirmed by x-ray. The trend for the pace impedance measurements were high from february to march 2018. The pacing threshold and the sensing could not be measured. The device was reprogrammed and another procedure was planned. No adverse patient effects were reported. Additional information noted that a revision took place, and new lead was added while this lead was surgically abandoned.